Event description:
It was reported that the pt had a 103 degree fever and she could not eat or drink. Caller reported she was not sure if she was in withdrawal or getting too much drug. Caller was scheduled for a dye study (B)(6)2010, which went well with no problems. She was told the week before that there were no changes made to the dosage. Caller stated in (B)(6)2010 she was told that "there were no changes to the pump" but she experienced severe lioresal withdrawal following her pump implant. Compounded baclofen was administered via the pump at an unk concentration and daily dose. The dr did decide to replace catheter a couple days later and the pt is doing well. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)